Manufacturer narrative:
Device was tested and the chucking mechanism did not meet minimum holding requirements due to wear.

Event description:
User reported a bur came out while using the device on a patient procedure. The bur was removed without any patient or user injury.